Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the complaint unit was received in its original packaging. The plunger was not in advanced position neither locked as the device preparation required. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed and revealed a lubricant material residue observed in the device. The lens was stuck at the cartridge tube. The reported issue of stuck in cartridge are verified; however, the condition in which the sample was received indicate that the product was previously handled. It is not possible to determine that the conditions of the sample returned are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) while being inserted into the eye, the iol got stuck in cartridge and was partially delivered. The suspect iol then was removed from the eye and replaced with the back-up iol. There was no indication of any additional intervention. It was stated that the patient has recovered. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.